Event description:
It was reported that the numbers were ramping or the scroll bar was moving up or down with no input from the user on the customer's insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers were noted on the display. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).